Event description:
Humira 40 mg pen mal-functioned. I take a shot every week. One pen malfunctioned last week, and another one malfunctioned today. When I gave myself the shot, the needle did not come down and the humira liquid spilled onto my skin. When I called abbott labs quality control. They replaced the first malfunction and did not replace the second one. They did not ask for the first pen to be returned to them - and indicated to return the second pen that malfunctioned. Dose or amount: pen - 40mg, frequency: 1x week, route: pen shot. Dates of use: 2008. Diagnosis or reason for use: crohn's disease.